Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that they did a catheter revision today. The company rep stated that the patient had the pump replaced last week and went into withdrawals after. The company rep said that they replaced the 8578 piece for piece and took an extra 4.5 cm off. The company rep stated the issue was resolved today with the catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6), product type catheter, section d information, references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 17-feb-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient had a pump replacement and hours after the procedure she began to experience symptoms of withdraw. She was admitted to the hospital and when opening the pump pocket again it was revealed that the pump segment of the catheter was clogged. It was replaced and since then the patient has had no issues.

Manufacturer narrative:
Concomitant medical products: product ID 8578 serial# (B)(6) product type catheter product ID 8709 serial# (B)(6) product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the 8578 catheter identified tears/coring in the cup of the sutureless connector. Analysis of the 8709 catheters identified that no anomalies were noted on microscopic inspection, the catheter was patent and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.